Manufacturer narrative:
The insulin pump was received with cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage with their insulin pump. The customer states there is a crack on their insulin pumps screen. The customer's blood glucose level at the time of incident was 49mg/dl. The customer states they treated with the low with food. The customer states the pump is functioning as designed, but the screen is chipped not scratched. The customer was advised the pump would be replaced and returned for analysis.